Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and loss of capture at maximum pacing outputs in bipolar mode. Lv pacing in unipolar mode was noted to exhibit good pacing thresholds. These issues were observed since shortly after the lead was implanted approximately three (3) months ago. As a result, the lead was subsequently explanted and replaced. No patient symptoms or adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed set screw marks on the terminal pin in the correct location. Resistance testing and x-ray images determined that one of the inner cables was fractured approximately 5.5 cm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. Destructive analysis was completed. Micrograph images of the fracture sites noted shear bands, shear lips, necking, and ductile dimples all indicative of ductile overload (i.e., fracture incurred due to pulling force). The identified cable fracture is the likely root cause of the reported high out of range pace impedance measurements greater than 3000 ohms and the loss of capture at maximum pacing outputs.